Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation attached to the transfer set female connector. The transfer set was connected and disconnected by hand using the returned amia patient connector and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not be disconnected from the patient line of the cassette. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.